Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and there was no patient injury. It was further reported that the balloon ruptured upon first inflation at 6 atmospheres for 1-2 seconds. The balloon was completely removed from the patient's body without any problem.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and there was no patient injury.